Manufacturer narrative:
The device has not been returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for migration, malposition of device, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown vena cava filter allegedly experienced migration, malposition of device, and patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The age, weight, and sex of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unk eclipse vena cava filter allegedly experienced migration, malposition of device and patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The 67 year old patient's sex, weight were not provided.